Event description:
It was reported that the subject device had scope communication error. The issue found during procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, and h11. The customer contacted olympus technical assistance support (tac) via phone. Tac advised the customer to press esc does not make the error go away. Tac instructed to power down the units and disconnect the scope and wipe down the electrical contacts. Tac instructed the customer to power up without the scope, and the unit was showing color bars. Tac then instructed to connect the scope and power up the units. After powering up the error e316 peripheral error. Tac advised to check the cabling and what is on the cart. The facility had a color video printer connected in the adapter port on the video system center, tac instructed to take that out and connect to option1. The error is gone. Everything now is working as intended. A definitive root cause of the reported issue could not be determined since the device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.